Manufacturer narrative:
Gtin number for item: 2420-0500, lot: 17025936 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing separated at the bottom of the pumping segment. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing separated at the bottom of the pumping segment a few times during/after use.